Manufacturer narrative:
Correction: updated codes.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The device was at end of service (eos) with no telemetry, premature battery depletion was suspected. Further information was requested, but not yet available. The patient was in stable condition.